Event description:
The customer reported to beckman coulter (bec) a leak of an unknown amount from pm6 (retic clearing solution pump) on the coulter lh 750 hematology analyzer. The customer also stated that the pinch valve was rusty. The customer was unable to determine the source of the leak. The material safety data sheet (msds) was not reviewed. There is an exposure control/risk management plan in place at the facility. The operator was wearing a laboratory coat, eye protection and gloves at the time of the event. There was no biohazard exposure to open wounds or mucous membranes. The operator did not seek medical attention. No discrepant results were generated in connection to this event. No death or injury is attributed to this event and there was no change to patient treatment.

Manufacturer narrative:
The customer technical specialist (cts) conducted troubleshooting with the customer over the phone. The customer discovered the complete blood count lyse restrictor line (cbc lyse restrictor) was leaking at the fitting as the line was not properly connected on the fitting. The customer ensured that the tubing was properly connected resolving the leak. There were no further leaks observed by the customer. Beckman coulter service was dispatched for this event, but was cancelled. Failure mode was related to the disconnected tubing at the lyse restrictor line. (B)(4).